Event description:
A midshaft ulna plate fractured post-implantation. No further information has been provided.

Manufacturer narrative:
The device was discarded at the facility and not available for return. After multiple attempts, no information was recovered from the representative or the surgeon. Both parties were nonresponsive. Based on the x-ray images, there appears to be a foreign object that may be a bullet near the failure site. However, the representative and the surgeon were not able to confirm that the patient was shot. There is not enough information to determine a cause of failure at the moment. This failure appears to be due to an event post-implantation that could have caused additional stress to the implanted device.